Event description:
The customer reported that during exposure, in the middle of the case, the system gave gray images. The customer rebooted and it happened again.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.